Event description:
Client reports random lack of resistance when walking. No beeps or error messages. His knee was going into free swing, and staying in swing until connection to charger. Happened once while walking, he fell. Happened several other times without fall. Fall on contra knee. Bruise + ??. Function has returned. Client fell at school, while walking ,when it went into free swing. Happened other times with stumble. Fell onto sound knee. Bruised and broken skin.